Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60350 batch # 0037682707. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant movement/shift. Risk review: a risk review was completed and confirmed that the events of implant difficult to deploy and implant movement/shift were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported that the device was difficult to detach and implant movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed, and a 35mm watchman flx pro closure device and a watchman fxd curve access system (was) were selected to be used. During the procedure the closure device was deployed in a good position, the position, anchor, size and seal (pass) criteria was met and upon counter clocking the deployment knob the core wire would not detach from the closure device. The was sheath was then advanced up over the core wire and was pressed against the closure device, the core wire finally released from the closure device. While that maneuver was performed, the closure device shifted proximally and landed just beyond the ostium of the appendage. The closure device was noted to not meet pass criteria post release, but the closure device was stable in the appendage. Multiple transesophageal echocardiography (tee) images show a stable closure device contained within the appendage; no further interventions are planned. The patient will be monitored and at 45 days will have a follow up computed tomography (CT) to confirm the closure device placement. The patient is expected to fully recover.

Event description:
It was reported that the device was difficult to detach and implant movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed, and a 35mm watchman flx pro closure device and a watchman fxd curve access system (was) were selected to be used. During the procedure the closure device was deployed in a good position, the position, anchor, size and seal (pass) criteria was met and upon counter clocking the deployment knob the core wire would not detach from the closure device. The was sheath was then advanced up over the core wire and was pressed against the closure device, the core wire finally released from the closure device. While that maneuver was performed, the closure device shifted proximally and landed just beyond the ostium of the appendage. The closure device was noted to not meet pass criteria post release, but the closure device was stable in the appendage. Multiple transesophageal echocardiography (tee) images show a stable closure device contained within the appendage; no further interventions are planned. The patient will be monitored and at 45 days will have a follow up computed tomography (CT) to confirm the closure device placement. The patient is expected to fully recover.